Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the refrigerator being locked. A field service engineer provided assistance to the customer in order to rectify the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es, the refrigerator door locked and would not open. The customer confirmed experiencing a delay in medication dispensing. There were no adverse events or injuries reported based on this incident.